Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred and pump screen would not turn on. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 278 mg/dl.